Manufacturer narrative:
(B)(4). This is combined initial and final. D10: unknown oxford tibia; lot# unknown. Unknown oxford femoral; lot# unknown. G2- united kingdom. Literature: arthur, l. W., ghosh, p., mohammad, h. R., campi, s., kendrick, b. J. L., murray, d. W. Et al. (2024) polyethylene bearing wear is comparable for cemented and cementless oxford unicompartmental knee replacements: ten-year results of a randomized controlled trial. Knee surgery, sports traumatology, arthroscopy, 32, 405¿417. Https://doi.org/10.1002/ksa.12042. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The study reported a patient with a bearing dislocation in the cemented group at 5-year follow-up. Attempts have been made and all additional information received has been included in this report.